Event description:
It was reported that this pacemaker exhibited oversensing on the right atrial (ra) lead, leading to a lot of inappropriate atrial tachy response (atr). Which was suspected to be caused by the ra lead changed position. Technical services were consulted and reprograming options were discussed and recommended. Currently, this ra remains in service and no adverse patient effects were reported.